Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device had logged a fault code and would not completely charge defibrillation energy for any amount past 10 joules. There was no pt involvement with the reported failure.